Manufacturer narrative:
Unit received with minor scratched lcd window, cracked keypad at select button, peeling keypad overlay, cracked battery tube, cracked battery tube threads, missing retainer ring and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that there is a long crack all along the length of the battery tube. Customer's blood glucose was unknown at the time of incident. No further details.